Manufacturer narrative:
The lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) rotated in the left eye on the same day it was implanted. The lens was implanted at 115 degrees and was at 86 degrees in afternoon the same day. The patient¿s vision was reportedly not good. The iol had to be repositioned in the afternoon at slit lamp. No sutures, no vitrectomy, no enlargement of wound. Visual acuity pre-operative:+3.00d -3.00 x 172. No additional information was provided to abbott medical optics.